Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement and self-test due to partial display. P-cap was attached and locked properly into place. Pump was cut and found evidence of moisture damage on the pcba 1 and force sensor. In addition, there was evidence of physical damage on pcba 2. The following were noted during visual inspection: scratched case, broken belt clip rails, pillowing keypad overlay, cracked glass, bleeding. Partial display is confirmed due to cracked lcd glass. Cosmetic damage is confirmed at the lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported pump had a cracked screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.